Event description:
Received device report from synthes gmbh. Pt implanted with 4.5mm ti narrow lcp plate for an orif on (B)(6) 2011. Pt complained of pain and on (B)(6) 2011, plate was noted to be broken. Plate was removed (B)(6) 2011.

Manufacturer narrative:
Investigation could not be concluded as no device was returned.